Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the "pump's not alarming, pushing the tube out, no food deliver". They provide no other information at the time of the complaint. Mmdg followed up with the initial reporter to try to clarify the complaint information, but they stated they had no other information. (B)(4).